Event description:
The customer stated the device shuts off when being moved. No pt harm.

Manufacturer narrative:
Method - other: no device returned. Results. No device investigation can be performed. MFR's eval summary: the device is an automatic external defibrillator and the actual device involved is not available for investigation. A call was made to the distributor in 2008, who states that the device will not be returned. The distributor indicates that the customer decided to cancel the request. Other - no device investigation can be performed. Since this device is used as a back up device and not a primary. She additionally stated that when they received the device, that their investigation indicates when the device is "dropped", not moved, is when the shut down occurs. With no device being returned for analysis, cause of the reported failure is inconclusive.